Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was not switching on. The device was evaluated by a philips rse (remote service engineer) and it was confirmed that the power supply needs to be replaced. The customer was sent a replacement power supply. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).